Manufacturer narrative:
G4: 15sep2020. B4: 17sep2020. A touchscreen was returned for analysis. A visual inspection of the returned component was performed, and no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause could not be determined. There was no fault found with the returned component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 21sep2020 b4: (B)(6) 2020 the replaced control processing unit (cpu) printed circuit board assembly (pcba) was received for internal failure analysis. The reported problem was confirmed in the event log, however, it could not be replicated during testing. No faults were found with the cpu pcba. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd from MFR: 20nov2019. The manufacturer's international service technician evaluated the device and confirmed the reported issue of a touchscreen malfunction. They also found "check vent: ventilator restarted" in the logs. The touch screen was replaced. The ventilator was calibrated successfully and passed all required testing. The reported issue was resolved. The control processing unit, printed circuit board assembly (cpu pcba) was replaced as a precaution to address "check vent: ventilator restarted". The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01nov2019.

Event description:
The customer reported that the touch panel is faulty. There was no patient/user involvement.